Event description:
It was reported by service report that the com cord was missing, and the power cord plug was missing its ground prong. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Results: power cord plug missing the ground prong, missing com cord.